Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. During visual evaluation, the probe appeared to have residual particulate present both on the external surface o the closed cutter and material was also identified within the needle. The sample chamber and vacuum assembly were not returned. The distal tip of the trocar needle appeared bent. Additionally one electronic photo was provided and reviewed. Photo shows semi-transparent particulate present on the outside surface of the closed cutter. Ftir analysis was conducted and the material within the needle was determined to be of human origin, the material found on the surface of the cutter most closely matched testosterone 3-(o-carboxymethyl)oxime:bsa conjugate and bacitracin. Testosterone 3-(o-carboxymethyl)oxime:bsa conjugate is most commonly used in hormonal assays, and bacitracin is an anti-biotic. Neither material is used at the manufacturing site. Further review of bd manufacturing and distribution processes show that the only potential location for exposure of this type can occur at the manufacturing facility, as post-manufacturing the device is sealed. Review of lot records at the manufacturing site show no issues of potential foreign material exposure or documented injury relating to this lot. Additionally the lot passed all inspections at the manufacturing facility. Review of distribution determined that the device was in bd control until arrival in south korea, where the device was sent to a local distribution center. No evidence was provided to indicate the material was present within a sealed device. Review of the user's process showed no known issues with handling, unpackaging, or preparation during use. There is no definitive evidence provided to determine where the exposure to the material occurred therefore, the investigation will remain inconclusive for the alleged foreign material. It is unknown when this device came into contact with the identified material. Complaints will continue to be monitored and trended to ensure customer safety. Presence of human material within the device along with the presence of antibiotics indicates that this device was used on a human before the reported incident. Due to the shape and location of the cutter incidental contact sufficient to take a partial sample is unlikely. Additionally the device is designed to operate when connected to a driver which also indicates incidental contact with sufficient force to obtain a partial sample is unlikely. The most likely root cause of the identified material is use on a human. Bd cannot determine when or where that usage occurred. Therefore, based upon the available information, a definitive root cause for the alleged foreign material could not be determined. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2022), g3, h6(method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a breast biopsy procedure, the device allegedly had a foreign material. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2022)

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a foreign material. There was no patient contact.